Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign material at the scope connector case unit and scope connector cover. In addition, a burn on plastic distal end cover was found. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to b5 of the initial report (see b5 section). Correction to d5: operator of device of the initial report from unknown to olympus. Correction to h6: component code of the initial report to remove 772-cover and 4733-connector/coupler. Correction to h6: medical device code of the initial report to remove 4048 - failure to clean adequately. Correction to h6: medical device code of the initial report to update from 1385-melted to 1071- thermal decomposition of device. Correction to h8: usage of device of the initial report from unknown to reuse. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): gif-ez1500 operation manua chapter 3 preparation and inspection_3.3 inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Gif-ez1500 operation manual_4.3 using endotherapy accessories never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report (inspection observations): it was observed during the device inspection that there was a burn on the plastic distal end cover.